Manufacturer narrative:
A pride representative evaluated and repaired the device. Tightened all loose hardware. Device is working properly.

Event description:
Alleges driving down the ramp and arms came loose and back twisted and consumer fell out of chair.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges driving down the ramp and arms came loose and back twisted and consumer fell out of chair.